Manufacturer narrative:
(B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Fax number unknown / not provided. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented to the office for tightening of the abutment screw due to mobility of the crown on implant site #14.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4111, 4114 and 4119.. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. One unknown legacy zimmer screw was not returned for this investigation. Since product has not been returned, visual inspection or camera magnification could not be performed. The investigation will be performed based on the available information of applicable IFU and risk management files. As the reported complaint is directed to the loosening of the screw, this evaluation will be of the screw. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when they left zimmer biomet. DHR review was could not be completed for the unknown legacy zimmer screw as the subject lot number was unknown. A lot specific complaint history review could not be conducted for the unknown legacy zimmer screw since the lot number was not provided. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. However, based on the investigation and risk review, the most likely cause for the reported events are screw not torqued to specification or patient external factors. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text: device not returned.